Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer is doing very well. Caller stated that the customer ate at home and had breakfast at school. Caller stated that the customer ate a muffin and may not have accounted for it. Customer's blood glucose was 450 mg/dl and was given a bolus correction. Customer's blood glucose went down to 230 mg/dl. Customer has not had blood glucose in the 300 or 400's mg/dl. Customer has had blood glucose in the 220's mg/dl.